Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Reportedly, the customer was charging the pump with a non-tandem provided charging cable plugged into a computer usb port. There was no adverse impact to the customer's blood glucose level. Customer reverted to using an alternate pump for insulin therapy.